Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the study coordinator that the patient experienced two short red heart alarms. Waveforms and the vent filter were submitted for analysis and anomalies were noted indicating possible fluid ingress. A decision was made to replace the lvad with the manufacturer's clinical trial lvad.